Manufacturer narrative:
Additional information was received that the reported event did not occur during patient use. Block h6 health effect - impact code updated accordingly. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auxiliary o2 air dashboard was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date after calls to end user 11/21/25 and 11/24/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of auxiliary oxygen during a case. There was no patient injury.